Event description:
It was reported that the surgeon has had four identical misfires (sled failures) on his sleeve gastrectomy's since (B)(6) 2021. Staples deployed on ½ of the stapler. Sometimes on the specimen side, sometimes on the patient side, leaving a gaping hole along the cutline. Surgeon required to suture repair the ostomy when on patient side. Unfortunately, surgeon has notified us on most recent one and a pi was submitted. This was two weeks ago and we have not been advised to what the findings were. We were originally suspecting ¿tissue plow¿, but after a conversation its clear that it was sled failure. Surgeon utilizes seamguard and gst60g reloads for all firings. He published his study on his series in ifso. The tech is very experienced and has been there for all misfires. Sales rep observed her cleaning of the jaws and general handling, which was text book. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Batch #: unk. Date of event: date of event is 2022, event day and month unknown. Captured as (B)(6) 2022. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If the product or product ID numbers are received at a later date, the investigation will be updated as applicable.

Manufacturer narrative:
(B)(4). Date sent: 7/8/2022. Additional information requested and the following was received: is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) Patients are fine as far as I know and there was no change to post - op care.